Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 460 mg/dl for less than an hour. In addition it was reported that the mother of the patient was unsure that the pod's cannula was properly inserted into the infusion site (leg) and that there was an occlusion alarm. Symptoms reported include dehydration and bruising at the insertion site. The patient did not have any back up treatment at the time of the event. Once at the hospital the patients pod was removed and their heart rate and blood pressure was monitored. The patient was treated with 2 bags of intravenous fluids, 10 units of insulin followed by another 30 through both a drip and manual shots. The patient was released from the hospital after 3.5 hours. Once at home the patient applied a new pod.